Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
After further investigation this event was found to have been previously reported and is a (B)(6) of regulatory report 1416980-2016-14637. Any further information regarding this event will be submitted through 1416980-2016-14637.